Event description:
It was reported the patient complained the increase (+) button on his scs system's patient programmer sits deeper than the other buttons on the keypad. The patient stated he is concern the button is sticking down and may cause overstimulation when he increases the amplitude, or that it may stop working altogether. A replacement patient programmer was sent to the patient to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.